Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had off no power alert and no delivery. The customer¿s blood glucose level was over 500 mg/dl. The customer was treated with manual injection. The customer stated that they got numerous no delivery alarms during normal use. The customer was advised to disconnect at the quick set and assisted customer in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. The customer advised to change the infusion set. The customer advised to return the infusion set to medtronic if possible. The insulin pump will not be returned for analysis.